Event description:
It was reported that the patient was admitted to the hospital after receiving multiple therapies. Upon interrogation, an alert showed possible output circuit damage. Review of the electrograms showed several aborted shocks. The patient was terminally ill, and after being transferred to another hospital, the tachy therapy was programmed off.

Event description:
New information received noted the patient expired on (B)(6) 2011. There is no allegation from a healthcare professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.